Manufacturer narrative:
(B)(4). (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked from the twist clamp. The transfer set was changed to correct the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, and clamp function test. Uv sample was connected to uv disconnect cap, laboratory jic set, and laboratory yume set using uv flash machine and connections leak tested with no issues noted. All functional testing performed was acceptable and product met specification.  The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.